Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Analysis indicated electrical testing to determine the continuity of the conductor(s) passed. However, the lead was stretched causing the inner tubing to buckle which prevented the helix from functioning properly. Additionally, a cut was evident through the outer insulation material.

Event description:
It was reported, during an implant procedure, positioning difficulties were encounted. Consequently, the device was not implanted. No patient complications have been reported as a result of this event. It was reported the lead was attempted but not used, due to positioning difficulty.